Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. A standard transseptal crossing was performed and after assessing the anatomy fluoroscopically a 30mm watchman device was attempted using a double curve sheath. This closure device landed proximally and was fully recaptured. The physician decided to swap to a single curve sheath and attempt a new device. This device also landed proximally and was fully recaptured. The decision was then made to perform a new transseptal puncture that was in the middle of the septum. The third and final device was implanted using the single curve sheath. During the implantation of the 3rd device the physician noticed that there was extravasation of contrast into the pericardial space. The patient was not symptomatic at this time and the decision to take them to the recovery room was made and then to be transferred to a unit for close monitoring. Later that day the physician drained 250 ml from the patients pericardium. Late that night the patient had to undergo emergent surgery related to this perforation. The surgeon did not find anything wrong and closed them back up. The patient is currently recovering and doing fine. It was further reported that the patient became symptomatic during the evening of the procedure and was taken surgery due to this. During surgery the physician did not find any injury to the left atrium or laa. The plan for the patient was to be discharged to rehabilitation.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. A standard transseptal crossing was performed and after assessing the anatomy fluoroscopically a 30mm watchman device was attempted using a double curve sheath. This closure device landed proximally and was fully recaptured. The physician decided to swap to a single curve sheath and attempt a new device. This device also landed proximally and was fully recaptured. The decision was then made to perform a new transseptal puncture that was in the middle of the septum. The third and final device was implanted using the single curve sheath. During the implantation of the 3rd device the physician noticed that there was extravasation of contrast into the pericardial space. The patient was not symptomatic at this time and the decision to take them to the recovery room was made and then to be transferred to a unit for close monitoring. Later that day the physician drained 250 ml from the patients pericardium. Late that night the patient had to undergo emergent surgery related to this perforation. The surgeon did not find anything wrong and closed them back up. The patient is currently recovering and doing fine.